Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and distention. The cause of the peritonitis was unknown. The day after onset, the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug for the peritonitis (no further details). Four days after onset, the patient was transferred to the urology department. The following day the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. At the time of the report, the patient was not recovered from the peritonitis event. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.